Event description:
The customer reported that the paramedics were called due to his low blood glucose of 34mg/dl at time of their arrival. The customer stated that the insulin pump alarmed button error. The caller stated the buttons are sticking, and he may have been pressed the buttons during the treatment. Troubleshooting was performed. The customer was not holding a button down for three minutes or greater. Advised the customer revert to back up plan.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test due to button error alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.